Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed and it was observed that the attachment device had a fragment of an unidentified cutter stuck inside the cutter lock spindle. It was determined that a full assessment of the device could not be performed due to the condition of the cutter received. The cause of the failure had been worn components caused by exposure to organic debris and materials which led to corrosion and normal component wear-out over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the attachment device had a fragment of an unidentified cutter stuck inside the cutter lock spindle. It was noted that the piece of the cutter was broke off below the laser marking and identification of the cutter and the lot number was not able to be identified and the rest of the cutter was not returned. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.